Event description:
It was reported that sensor failure. The patient experienced a sensor failure which occurred an unspecified day after the sensor had been inserted (no information about insertion site). On (B)(6) 2024, the sensor failed and after 6 hours without any continuous glucose monitoring reading. The spouse called an ambulance. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis. There they took a blood glucose reading which was 900 mg/dl. The patient was transferred to the intensive care unit. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(6) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.